Event description:
This serious spontaneous report was received from a pt's daughter in the united states. The pt, a (B)(6) female (B)(6), experienced a spike in blood pressure (240/149), flu-like symptoms, dizziness, nausea and headache after administration of the second euflexxa (1% sodium hyaluronate) injection for unk indication. On (B)(6) 2012, a pt's daughter reported her mother, while in the physician's office, experienced an event on (B)(6) 2012 with her second injector of euflexxa, received on that day. The pt's daughter reported that her mother had her initial dose on (B)(6) 2012. Upon receiving the second dose, the pt had an immediate onset of flu-like symptoms, dizziness, nausea, headache (ha) and a spike in her blood pressure. The pt does not have a past history of high blood pressure. The pt's daughter reported that the blood pressure reading was 240/149 and the physician gave the pt benadryl (unk amount), which helped. The pt was transported to the ER 'just down the street' where she received epinephrine, more benadryl, morphine for her severe ha and blood pressure medication (unk drug/dosage) and had a CT scan to rule out stroke. The pt was admitted and subsequently discharged on (B)(6) 2012. At the time of the report, she was still experiencing blood pressure fluctuations. Medical history and concomitant medications: pt had no previous issues with blood pressure. She is negative for tobacco and alcohol use. The pt is a (B)(6). The only medication she takes is synthroid 50mg tabs x 2 daily, for a total dose of 100mg; the 100mg tabs contain yellow dye, to which she is allergic. Other allergies reported were: bactrim (hives), augmentin, (hives), celebrex and statins caused flank pain and "liver problems," if new significant info is received, re-eval of the report will be performed.

Manufacturer narrative:
Company comments: increased blood pressure is known adverse reaction; however, in this case may be allergic in nature. Probably related. F/u will be requested.